Manufacturer narrative:
The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery test or verify the unexpected battery power loss anomaly and alarmed spi to motor pic communication error due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 530 mg/dl. The customer reported that the insulin pump had insulin pump error. The customer also reported that the insulin pump was submerged in water and exposed to moisture. The customer reported that the insulin pump had crack on battery compartment. The customer was advised to discontinue the use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.